Event description:
During routine maintenance testing, co's service rep noted output of vaporizer was not within specification. There was no reported pt injury. Co's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.